Manufacturer narrative:
The clinical impression has been amended. The change is clinical in nature and does not affect the device technical evaluation. A 70 yr old female pt with a history of unstable angina, previous pci and hypertension experienced restenosis eight months post cypher stent implantation. The reason for the patient's elective admission to hospital was not reported; but an angiogram revealed a lesion in the patient's mid lad. This patient's gender and her history of angna and pci put her at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included asa, ticlid and heparin. The performance or recording af acts was not reported. The lesion was described as an isr, type c, 59.3% occluded, 28.76mm in length, diffusely diseased, concentric and no calcification or thrombus present. The safety and effectiveness of the cypher stent has not been established in these type of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 300 x 18mm cypher stent; followed by the placement of a 3.00 x 28mm cypher stent proximal to the first. The stents were both deployed at a maximum inflation pressure of 18atm and were placed in an overlaping fashion. According to the istructions for use, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. A residual stenosis of 2% was reported. The patient was discharged on medications that included ass and ticlid. Eight months after the index procedure, a repeat angiogram revealed restenosis at the proximal aspect of the proximal cypher stent (3.00 x 28mm). The more distal stent was not implicated in this event. The restenosis was treated with ptca. Three months later, cag was again conducted and restenosis wass observed inside the proximally implanted cypher stent again. This was treated with poba. Per the physicians comments: this event is not related to cypher. The additional restenosis event does not require additional DHR review, since it was already done since the first event was reported and that this DHR review revealed that product met quality requirements for product acceptance. Conclusion: there are patient, vessel and procedural factors that may have contributed to this event.

Event description:
The pt was included in a clinical study, the target lesion was the mid left anterior descending (lad) artery, which was treated with two (2) cypher stents. Approximately eight (8) months after the index procedure during the follow-up period, coronary angiography was done and demonstrated restenosis at the proximal end of the proximal cypher stent. The other cypher stent was not implicated in the restenotic event. The restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) with a kongou 3.0/20 mm balloon. The inflation pressure and time was unknown. The pre-procedure % stenosis was 46.9% and post-intervention was 0%. The flow was timi 3. The pt was reported to not have a complaint of chest pain and was in stable condition. The index procedure was an elective case. The procedure was done by the radial approach. The target lesion was the mid lad. The lesion was reported to be: not calcified, not tortuous, and in stent restenosis (isr), a 59.3% stenosis, diffusely diseased, concentric, absent of pre-existing clot, 28.76 mm in length, and type c. The lesion was pre-dilated with a 2.75/20 mm balloon at 25 atm with an unknown inflation time. A cypher 3.0/18 mm stent was deployed at 18 atm for 16-30 sec. An additional cypher 3.0/28 mm stent was deployed at 18 atm for 16-30 sec proximal to the first cypher stent and in overlapping fashion. The stents were not post-dilated. Ivus was not done. The residual stenosis wa 2%. The flow pre and post-procedure was timi 3. The stent to vessel sizing was reported to not be one to one (1:1). Pre-procedure medications were: aspirin 100 mg/day, and ticlid 200 mg/day. Intra-procedure medications were: aspirin 100 mg/day, heparin 7,000 units, isosorbide mononitrate 12.5 mg/day, and ticlid 200 mg/day. Post-procedure medications were: aspirin 100 mg/day, and ticlid 200 mg/day.